Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction and occlusion alarm occurred. The customer's blood glucose level was 148 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.